Event description:
Customer reported device = 526mg/dl at 9 pm. Ambulance was called & their device = 417mg/dl. Customer went to the hospital. Lab = 370mg/dl. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.